Event description:
It was reported that a hole in the catheter was observed. The opticross peripheral imaging catheter was selected for the ultrasound examination of the target lesion. During insertion, a hole was noted in the catheter while it was being advanced over the wire. The device was discarded and replaced with a new catheter to complete the procedure. No patient complications were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. D2b: pro code (product code) obj, itx.